Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd ultra-fine¿ insulin syringe had the needle detach in vial. No serious injury or medical intervention reported.

Manufacturer narrative:
Investigation summary: customer returned (1) 1cc, 6mm, 31g u40 insulin syringe in an open poly bag from lot # 7226967 to franklin lakes. Customer states that the needle came off in the vial. The returned syringe was examined under the microscope and exhibited a detached cannula and adhesive runoff onto the barrel. Little adhesive was observed in the barrel. The loose cannula was returned in the shield of the syringe. The loose cannula was also examined and exhibited adhesive on the cannula shaft. Sample was forwarded to manufacturing (holdrege) on 20jul2018 for further review. On 26jul2018, holdrege received one (1) 1ml, 6mm, 31g u-40 syringe in an opened polybag from batch# 7226967. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. The returned sample was visualized under ultraviolet light and noted adhesive run-over into the barrel tip well, predominantly along one side of the syringe. When such events happen, there is an increased chance that there will be insufficient adhesive to cure and affix the cannula within the barrel tip, such as is noted with the returned complaint sample. Probable root causes is likely to be a misalignment of the adhesive nozzle during application on the pils (point inspect lube shield) equipment during manufacturing of this batch. (B)(4) was initiated by the holdrege plant to address 1ml customer complaints, including bent cannula and cannula separates, and their associated root cause(s). Batch# 7226967 was manufactured prior to implementation of any corrective/preventive actions associated with this CAPA. A review of the device history record was completed for batch# 7226967. All inspections were performed per the applicable operations qc specifications. There were nine (9) notifications [200710503, 200710425, 200710300, 200710515, 200710874, 200710478, 200710329, 200710081, 200710859] noted that did not pertain to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle separates in vial on lot # 7226967. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (adhesive runoff). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd ultra-fine¿insulin syringe had the needle detach in vial. No serious injury or medical intervention reported.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: female. Event attributed to: other. Device single use?: no. Device returned to manufacture: yes.

Event description:
It was reported that bd ultra-fine¿insulin syringe had the needle detach in vial. No serious injury or medical intervention reported.